Event description:
It was reported that while using the surgical fiber during a prostate procedure, damage at the fiber tip/tip detachment occurred at 10,744 joules of use. The case was completed using an alternate procedure (turp). Pt outcome: "no damages to the pt".